Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported '0 and 1 button did not work'. The reported symptom was found to be caused by an intermittent response of keys 0 and 1. The cause was determined to be a defective keypad. The front case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the number's 0 and 1 key on the keypad was not working. The problem was found in the biomed service department. There was no patient involvement. No additional information is available.